Manufacturer narrative:
Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis indicated the lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The device cup of the delivery system was damaged. The analyst noted the articulation test cannot be tested due to the delivery system was returned with the distal portion's in bad condition. The outer shaft is kink/buckled at 5.5 cm, 6 cm, and 7 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The device could not deploy by operated the button. Therefore, the device must be removed from the delivery system manually to completed visual inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
The leadless implantable pulse generator (ipg) delivery system and introducer were returned for analysis. The delivery system and introducer were analyzed and tested out of specification. No patient complications have been reported as a result of this event.